Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to cerebral hemorrhage, and that the patient's death was related to patient condition. The device will not be returned for evaluation. No further information was provided.